Event description:
It was reported that when the surgeon attempted to engage and lock the pump into position, the surgeon reported difficulty with the slide lock. The surgeon commented that the slide lock was not snapping/locking into place as usual, and it was taking 4-5 times to lock the pump. This event covers the first of four consecutive cases having difficulty with the slide lock. There was no delay in surgery as a result of the event or any consequence to the patient.